Event description:
Left ventricular (lv) lead exhibited high capture thresholds. It was also noted that an alert was triggered due to low out of range (oor) impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).